Event description:
Knee swelling, knee effusion. Information was received on 27-nov-2006 from a physician in another country via a sales representative, regarding a male patient (age unk), who had been treated with synvisc in 2003 and began another series of synvisc injections into the left knee on an unk date in 2006. The patient received two injections of synvisc into his left knee on unk dates in 2006 and a third injection on an unk date two months later. After the second injection the patient experienced left knee swelling and 40cc aspiration was withdrawn from the knee. No laboratory test was performed. The patient was treated with an intra-articular injection of diprostene. At the time of the third injection an effusion was present in the knee. On an unk date following the third injection the patient experienced knee swelling again and 50cc of purulent aspiration was withdrawn. No "germ" was found upon laboratory testing. The patient was treated with apranax, extranase and eupantol. The assesment of the severity and the relationship between the adverse event and synvisc were not provided by the reporting physician. At the time of this report, the patient's outcome was unk. Intra-articular injection of diprostene. Treatment with apranax, extranase and eupantol (no dosing information provided).